Manufacturer narrative:
The insulin pump alarmed prime during prime test due to faulty force sensor. The insulin pump was received with cracked case on the display window corner, cracked battery tube threads, cracked reservoir tube and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while she was changing the site. The insulin pump reset three times because the screen went blank. Insulin was squirting out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.